Event description:
Customer reported that dicom quary not working, bucky not working, foot switch intermittently not working and dual monitor up/down not staying in place. Unit is in operation. No pt injury reported.

Manufacturer narrative:
The service rep troubleshoot and found dicom quary problem is in the customer packs system. Found no problem with bucky. Bucky is working as intended. Found no problem with foot switch. Tightened dual monitor up/down locking screw. System is operating as intended.